Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery the threads inside the cup loosened and lost contact with the impactor handle during impact. The surgeon completed the case with a new device.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: damaged thread. Review of event description: an allofit cup (ref: 4248 lot: 2911521) has been received. It has been reported that after a little manipulation on the impaction handle for a good position the contact was lost between cup and inserter (impactor). The threats inside the cup came loose and lost contact with the impactor handle during impaction. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis visual examination: the allofit cup shows some scratches on the inside of the shell. The thread is damaged and deformed and metall shavings stick out of the thread. Slight scratches can be seen on the outside of the shell. Further no considerable deteriorations, deformations or imperfections can be seen. Measurements: no measurements conducted as the reported cup's thread is damaged. Functional test: because the thread is ripped out no functional test could be performed. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported. Inspection plan sap doc no. 11337 rev. 18: characteristic no. 40 feature screw thread (m8x1) with scope of testing: aql 1.0 . Means of inspection: thread gauge root cause analysis root cause determination using rmw: aseptic loosening, fracture of implant due to insufficient fatigue strength of shell material and design not possible as according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Intraoperative complications due to incorrect associated instruments used possible, as the corresponding impactor has not been returned for investigation. According to the customer they do not know which instrument they used. Therefore it can not be excluded, that they used an incorrect one. Implant breakage due to design specification not met not possible as the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Implant breakage due to design specification not met not possible as the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Intraoperative complications due to inadequate handling during transport/storage possible, as the storage condition is unknown, this cause cannot be ruled out. Insufficient material properties of shell leading to fracture due to insufficient fatigue strength of material due to repeated re-sterilization process at hospital not possible according to material compatibility specification the material has been tested. In addition, based on standard assessement, resterilization of metal implants does not alter material properties. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination did confirm that the threads inside the cup is damaged/ ripped out. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. It is possible, that a wrong impactor was used. According to the reported event a little manipulation on the impactor handle for a good positioning was necessary. It is possible that as part of this an extraordinary force or bending moment occurred and deformed and damaged the thread. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.